Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a touch panel that was not responding (intermittent). There was no patient involvement when the issue occurred. No patient or user harm reported. This investigation is ongoing.

Manufacturer narrative:
E1: reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Manufacturer narrative:
The device was evaluated, and the service engineer (se) reported that there was a misalignment in the touch position (the responding position was different from the touched position) on the touchscreen. The se noted that the touchscreen needed to be replaced. A follow up was performed with the key market (km), and the responder reported that the customer declined service and repair. No further actions were performed by philips regarding the event, and the device was expected to return to the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.